Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a foley catheter. The customer reports coude silicone foley catheter was inserted. Bladder pressure monitoring (bpm) was performed using the advisor adaptor. Patient passed away a week or so after the foley was inserted. When the foley was removed from the deceased patient, the tip of the foley was in a tight knot. The customer further reports that the balloon was in use and that there was initial output of urine. Customer additionally added that cause of death was not related to the foley catheter and that the knot in the foley catheter was identified after the patient deceased.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.